Event description:
It was reported that during a lap roux-en-y procedure the buttons did not work. Unknown if there was any trouble shooting performed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damge may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".